Manufacturer narrative:
The device history record for lot aa9105n19 was reviewed and the product was produced according to product specifications. The actual complaint product was not returned for evaluation. The customer provided photos related to the incident; however, the failure mode was not clear. Root cause could not be determined. All information reasonably known as of (B)(6)2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4) . This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
A review of the device history record is in-progress. All information reasonably known as of 19 may 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported that the gastrojejunal (gj) tube was placed (B)(6) 2020 and removed (B)(6) 2020. The customer stated, "gj tube aspirating milk back from gastric pot [port] when jej [jejunal] fed. Mum [mother] reports being able to aspirate feed back from gastric port. Seen in peg clinic and plan to remove. Tube removed and tested and when flushed through jej port, feed comes out gastric hole." The customer also stated "you cannot see any split in the tube but when the tube is flushed, you can clearly see water come out of the gastric hole when flushed through the jej port." No patient injury was reported. The customer provided a photo of the device on (B)(6) 2020.